Manufacturer narrative:
H.6. Investigation findings for analysis of production records: code c19 - the review of the manufacturing paperwork verified that the lots involved in this event met all pre-release specifications. H.6. Investigation findings for device evaluation: code c21 remains unchanged. H.6. Investigation conclusions: code d16 remains unchanged h.6. Investigation findings for analysis of production records: code c21 updated to code c19.

Manufacturer narrative:
H.6. Type of investigation: code b15 - the device was discarded and is unavailable for evaluation. An analysis of relevant data will be performed in view of supporting the identification of possible causes of the event. H.6. Investigation findings for device evaluation: code c21 remains unchanged . H.6. Investigation conclusions: code d16 remains unchanged d.8. Device available for evaluation updated to "no." H.3. Device not returned to manufacturer for evaluation updated to "yes" h.6. Type of investigation: code b01 updated to code b15.

Manufacturer narrative:
H.6. Investigation findings for analysis of information provided by user/third party: code c19 - the engineering evaluation stated that the complaint could not be confirmed by gore because no device was returned. The root cause of the complaint could not be identified with the available information. H.6. Investigation findings for analysis of information provided by user/third party: code c21 updated to code c19. H.6. Investigation conclusions: code d16 updated to code d15.

Manufacturer narrative:
Additional devices included on this report are as follows: catalog #dsf1833/ serial (B)(6)/ UDI (B)(4). A.4. Patient weight: asked but unavailable. B.7. Other relevant history, including preexisting medical conditions: asked but unavailable. D.10. Concomitant medical products and therapy dates: asked but unavailable. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2023, the patient underwent endovascular treatment of bilateral iliac artery aneurysms using gore® dryseal flex introducer sheaths as accessories in the procedure. It was reported that, during sheath withdrawal, the radiopaque marker band portion of the 18fr. Introducer sheath broke. The broken portion of the sheath was reported as approximately 1cm of the leading end. The cause of the break was unknown. It was noted that there was moderate tortuosity, but nothing of note that was suspected to have caused or contributed to the event. The broken end of the sheath was snared. There was no harm to the patient. There were no further reported issues. The patient tolerated the procedure.